Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one-piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer report number: 2017865-2025-15273, 2017865-2025-15274. It was reported during implant procedure that right ventricular lead exhibited a failure to capture that resulted in patient arrhythmia. The lead was successfully removed and exchanged. The atrial lead dislodged during implant. Repositioning was attempted, but entire lead turned when helix was deployed. This product was then replaced for another atrial lead which dislodged and was subsequently removed. The procedure was completed and the patient was stable.